Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex artery. A 014 whisper guide wire was advanced to the lesion. An unspecified balloon catheter was advanced over the guide wire and dilated three times for pre-dilatation. The balloon catheter was removed and an attempt to advance an unspecified stent system was made, but the stent system could not advance over the guide wire. The stent system was removed. An attempt to remove the guide wire was made, but resistance with the anatomy was felt and the wire suddenly separated. The separated piece was successfully removed with a snare device. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire, and the reported separation was confirmed. The reported difficulty to advance/position was unable to be confirmed due to the returned condition of the wire. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance/position, difficulty to remove and core separation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during use with the balloon catheter, the guide wire kinked and likely getting stuck in the anatomy causing the difficulty to advance the stent delivery system over the wire, and the difficulty to remove. Manipulation against resistance during retraction resulted in the core separation. The bend on the distal end of the wire is consistent with the tip shape process prior to use. The noted teflon coating damage likely occurred during retraction through the torque device or other devices used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.